Event description:
It was reported that pump displayed malfunction alarm code and customer experienced recurring issue that required reset within one day. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump, then switched to multiple daily injections as backup therapy, and technical support arranged replacement pump, instructed customer to place malfunctioning pump in storage mode, and to return device using prepaid label within set timeframe.